Event description:
Procedure: vats. According to the reporter: on the first firing, some staples did not form properly though knife blade advanced completely. The procedure was converted to open and the staple line was sutured manually. Surgeon started the tumor site was calcified and very hard. Bleeding reported as between 200 and 500cc. The malformed staples were retrieved from the cavity.

Manufacturer narrative:
Initial repot sent to FDA on 09/29/2008.